Event description:
It was reported that the patient presented to the emergency room with dizziness. The device checked out within normal limits; however, when the patient was paced aai at 90 bpm the atrial ventricular (av) interval appears to lengthen and patient appears to drop r-waves. Patient stated to have had some medication changes. It was further reported that the pacing mode was changed from aai=ddd to ddd and the patient seemed to feel better after the mode change. Also, it was determined that it was probably the change in medications that caused the block at higher rates. The device remains in use and additional changes to medications were noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.